Event description:
It was reported that before an unknown procedure, the device was discovered to have defective packaging. Another device was used for the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: upon visual inspection of the package, it was confirmed that a crack was present in the blister. The damage was caused by impact/puncture on the end of the blister, causing large crack in blister. Normal packaging process will not expose package to failure mode of this type. External cause. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.